Manufacturer narrative:
An evaluation of the scd 700 was performed and the customer states ¿the unit is damaged.¿ the unit was triaged and the customer¿s reported condition was confirmed. The power cord was observed to have physical damage with exposed copper wire. The potential root cause is damage due to customer misuse. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit is damaged. Upon triage, the service technician noted that the power cord has exposed copper wires.